Event description:
A us distributor contacted zoll to report that a patient had a pre-existing surgical incision and the lifevest irritated the area and caused it to open. There was no alleged device malfunction contributing to the irritation. The patient's physician advised cleaning the incision with rubbing alcohol and peroxide with gauze. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.